Event description:
In early 2009, the sales representative reported that during surgery, the surgeon was trying to remove a closure top during the revision case, and the prong broke off the instrument and fell into the patient. They were able to remove the prong form the patient. They attempted to remove the closure top with a second driver and the prongs bent on the driver. Additional information received on 29 jan 2009 via telephone. The sale representative reported that the part numbers for both drivers are, as previously reported. The revision surgery was for removal of hardware and reinstumentation with another product system, however sales representative is not sure why they were doing the revision. The surgeon was attempting to explant the closure top on l4 when the driver would not engage and continued to slip out. After several attempts, the driver tips broke and fell into the wound. The surgeon retrieved the prongs and attempted then to explant the closure top with the second driver in the kit. That driver broke one prong and bent the shaft. The surgeon was able to explant the closure top with a drill and removed the hardware. The surgeon then reinstrument with another companies system. There was a reported 30 minutes surgical delay.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacturer date is unknown. Evaluation is pending upon the return of the product.